Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was not able to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was unable to be confirmed, as no imagery was provided and no device was returned for evaluation. The available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as there ''appeared to be a heavy burden'' of calcium in the annulus/leaflets and ''1 extra cc'' was used during inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : the device was discarded.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, upon deployment of the 26mm sapien 3 ultra valve, the delivery balloon ruptured at full inflation of the valve. The delivery system was removed without incident. A 28mm bav balloon was used to post dilate, to ensure full inflation of the valve as intended. The patient left the lab in stable condition.